Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported UDI related data quality updates only.

Event description:
It was reported that: the nurse found a broken aline extension by the sink in the patient's room. The patient had another functioning aline and it did not affect his care. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. Two findings were identified; however, without the sample returned, it could not be verified if they are relevant to the investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the nurse found a broken aline extension by the sink in the patient's room. The patient had another functioning aline and it did not affect his care. There was no reported patient harm or consequence.

Event description:
It was reported that: the nurse found a broken aline extension by the sink in the patient's room. The patient had another functioning aline and it did not affect his care. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)((4).